Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer's mother passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to high blood glucose leading to diabetic ketone acidosis. The caller stated that the customer had diabetic ketone acidosis that may have led to the customer's passing. The customer¿s blood glucose was 1632 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. Customer was not using sensor at the time of death. It was unknown if automode feature was in use at the time of the high blood glucose event. The caller declined to return the insulin pump for analysis.